Manufacturer narrative:
Additional information was received on 08/07/2015 confirming that the lot # is invalid. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user visited an ostomy nurse who prescribed (B)(4) powder which he applied every five days at wafer change, but has not seen much improvement as a result. End -user was instructed to change the wafer more often in order to apply the (B)(4) powder. End-user was also instructed that the wafer's opening is too large for stoma. Samples of smaller size will be sent to end-user. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No add'l patient/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a follow-up report will be submitted. (B)(4). Note the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End-user reported that a month ago, the area around the stoma (right side of abdomen) presented with red dots and itching, which has become more inflamed over time. It is reported that affected site showed signs of bleeding at the time of the reported event.